Manufacturer narrative:
A1: patient identifier: a2: age or date of birth: a3a: sex: a4: weight: a5: ethnicity: a6: race: d6a: implanted date: d6b: explanted date: e3: occupation: the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that upon deployment of the collagen plug half remained in the patient and the other half was at skin level outside the body. Product removed and manual compression applied. The patient was stable and there was no patient injury. The estimated blood loss was less than 250cc. Procedure being performed prior to the use of the angio-seal was an on table coronary angiogram using a 6fr sheath. No pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. The puncture site was below the level of the common femoral artery bifurcation. No dissection present in the access site artery.